Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Face...cut it - skin [skin laceration], toothbrush head has flown off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head flew off of the oral-b toothbrush. The metal on the oral-b electric toothbrush head hit his face and cut it. No serious injury was reported.